Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site."

Event description:
Healthcare professional reports patient was injected via superficial injections along the lines of the crow's feet (also noted as periorbital lines) with juvéderm volbella with lidocaine. About a month after injection patient developed "a small single mobile smooth nodule" on the right lateral canthus. The patient's gp attempted drainage with "nothing aspirated." The injecting physician treated with triamcinolone acetonide injection. The patient "did not want hyalase." Symptoms are ongoing. Patient was taking hrt, dhea, testosterone, and calcium at the time of injection.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Additional information provided by healthcare professional: the nodule is 95% cleared up following 2 injections of kenalog.